Manufacturer narrative:
The sample was received for analysis and the reported issue was confirmed. An inflation/deflation test was performed and it was observed the cuff deflated immediately. A visual inspection was performed and it was observed the cuff had a small tear. Manufacturing controls are in place to detect cuffs with damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report regarding an endotracheal tube. The customer reported that during the pre-test, the cuff would not deflate completely. There was no patient involvement.

Event description:
Medtronic received a report regarding an endotracheal tube. The customer reported that during the pre-test, the cuff would not deflate completely. Customer also reported that there was no patient involvement.